Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a CPAP device's sound abatement foam became degraded and caused exacerbation of asthma and copd, severe cough, dizziness, and headache. The patient received antibiotics and reports hospitalization as a result of the symptoms experienced. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unidentified contamination at the air intake under the filter area of the blower box, keratin accumulation (black contamination) by the air outlet, slight white dust on the blower, rubber ring of blower box, and on the top of the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of multiple contaminants that are not consistent with degraded sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused exacerbation of asthma and copd, severe cough, dizziness, and headache. The patient received antibiotics and reports hospitalization as a result of the symptoms experienced. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.